Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was sticky. The customer¿s blood glucose level was unknown. The customer stated that arrow double response to function. The customer also stated that scuff on corner of screen. Customer was in trouble to getting cap opened and closed due to threads. Customer also stated that gear was slower winding back during priming process. The insulin pump will not be returned for analysis.